Manufacturer narrative:
The following devices were also listed in this report: cat#;device name; lot# unk_jr; unknown stryker pcs shell;unknown, unk_jr; unknown stryker femoral head; unknown, unk_shc; unknown stryker restoration modular proximal body; unknown, unk_shc; unknown stryker restoration modular distal stem; unknown, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: revised a left hip for infection. Converted pca cup to an exeter all poly cup and a 40 mm head. Patient was previously revised (B)(6)2021. Update: surgeon revised the shell because he wanted to use a larger femoral head, and also to use antibiotic cement in the patient's acetabulum. Rep confirmed this is intended as a 1-stage revision.